Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: carto 3 system sn: (B)(4). Stockert sn: st-(B)(4). Coolflow pump sn: (b)(4.) Lasso catheter cat#: d134301, lot# unknown. Soundstar catheter cat# sndstr10, unknown serial #. Device history report (DHR) review cannot be conducted because the lot number is not known. Manufacture¿s reference no.: (B)(4). UDI: (B)(4). UDI number can not be provided as the lot number is unknown. The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.

Event description:
It was reported that after an atrial fibrillation procedure using a thermocool® smarttouch® bi-directional navigation catheter on (B)(6) 2014, the patient expired on (B)(6) 2014 from an esophageal fistula. The esophageal fistula was confirmed during autopsy. During the procedure an esophageal probe was used along with carto sound contours of the esophagus. Based on the facts of the case and the physician¿s assessment, there were no reported malfunction with any of the catheters and systems used during the case. Thus, this event is unrelated to the device, and is related to the procedure. The complaint device was discarded.